Event description:
Customer reported, they are using 60cc lk's to deliver dopamine to infants in the neonatal unit. The infant's blood pressure is fluctuating due to irregular delivery. Reportedly, the 60 cc syringes feel "sticky" and do not push in smoothly. Pump speed is 1ml/8sec.